Event description:
I had cosmetic implant in 1996 and never had a problem with them until I discovered a lump in my right breast. I was diagnosed with bia-alcl in (B)(6) 2019 from my mcghan textured saline implants. I had an vacuum assisted core biopsy of mass and lymph nodes that tested positive for cd 30, alk - bia anaplastic large cell lymphoma. Petscan noted an 8 cm mass ruptured through capsule and into chest wall and 2 add'l mammary nodes as well, pacing me at stage 3 according to ann arbor staging system. Prior to this, my only symptoms were a rash that itched terribly that started in the breast area and spread randomly all over my body, my fingertips split open from even the least bit of use, I was having a lot of hair loss on my head and lost all of my hair on my arms and legs. (I had no swelling or fluid in either of my breast at all nor any pain.) I realized I had also completely stopped sweating despite vigorous exercise. Dx bia-alcl stage 3. I have completed my 6 pounds of brentuximab treatment and had my explant of all affected tissue, capsules, and lymph nodes. FDA safety report ID# (B)(4).